Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump did not present an occlusion alarm when expected during therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An event history log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The "occlusion does not alarm issue" was not identified during device evaluation as the device did alarm occlusion. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.